Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended as the ipg was not recharged for over 60 days. As such, ipg was unable to communicate with external devices and deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
A patient failing to charge their ipg properly was reported to abbott. The patient had not charged their ipg for more than 60 days. Subsequently, the ipg became inoperable. The ipg was replaced without complications. Effective therapy was restored. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.